Event description:
During a biceps tenodesis, the rc5 titanium anchor broke at the eyelet. The broken part of the anchor was left in the bone. The site was predrilled, and the surgeon used the required "two finger" technique. It was reported that surgery was successfully completed, and there was no pt injury or complications.